Event description:
It was reported via repair work order that the was no power to bed due to power cord plug was missing ground pin. No adverse consequence or clinically relevant delay in treatment was reported.